Event description:
Consumer claims she was using the heating pad for back pain and was laying on the heating pad while in bed. Alleges the heating pad did not shut off after 2 hours and that she sustained a 3rd degree burn to her back and butt which required medical treatment.

Manufacturer narrative:
Consumer was leaning against the heating pad which is a misuse/abuse of the product and a violation of the warnings and instructions provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.